Manufacturer narrative:
(B)(4). Batch # r9216u. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. However, what was found at disassembly and inspection was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that, during a laparoscopic low anterior resection, a part of the tissue pad melted after around one-hour of device usage. No pieces fell into the patient and no pieces were left inside the patient. The device was used at activation level ¿4¿on the colon and rectum. Another device was used to complete the case. There were no adverse consequences to the patient.